Event description:
The pt reported lower blood glucose readings with the first test strips, lot 1j515b. On an unk date within the last month, the pt opened the first bottle of test strips from the box and obtained a blood glucose reading of 30 mg/dl with the first test strip out of the bottle. He had no hypoglycemic symptoms. The pt thought this reading was inaccurately low because, with the bottle of the second test strips he had used the previous week, he had obtained blood glucose readings in the 100 mg/dl range. The dessicant is in the first bottle from the box. The pt has not opened the second bottle from the same box of the first test strips. The pt's meter was set to the appropriate code. The pt did not have normal control solution or a check strip. The pt was unwilling to perform any blood glucose tests with the rep. The pt stores the test strips in his bedroom.